Manufacturer narrative:
The device was received with scratches and other damages on the exterior housing. Broken mounting bosses at the lower end of the unit was also noted during the visual inspection. Functional testing of the unit was not able to confirm the reported issue with a loose nurse call cable connection. The cable connected securely during testing, however, it could be moved hand. During functional testing it was also noted the alarm did not send a signal to the nurse call test fixture when weight is removed from the test sensor pad, as designed, due to a broken pin inside of the nurse call receptacle. This loss of functionality would result in the alarm¿s failure to alert the caregiver of a patient exit and could contribute to a patient incident. It is likely expected normal wear and tear contributed to the defect. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or magnet is removed from face plate. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. (B)(4).

Event description:
Customer reported the nurse call port is not securely holding the nurse call cable. The date the issue was discovered is unknown and no patient incident or injury was reported. No further information provided.